Event description:
It was reported the patient experiences pain attributed to her scs ipg in her low back. The patient stated she has pain her low back whether the stimulation is on or off. The patient believes the pain is caused by her scs ipg and would like to have it explanted. Surgical intervention is planned for a later date.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.